Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that the patient experienced abdominal pain, worsening back pain, gagging, and diarrhea at the time of their ER visit. The clinical diagnosis was drug withdrawal. It was confirmed that motor stalls had occurred on (B)(6) 2020 at 1:36am with recovery on (B)(6) 2020 at 1:36 am, and again on (B)(6) 2020at 17:02 with no noted recovery. The event required in-patient or prolonged hospitalization and was resolved without sequelae on (B)(6) 2020. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving baclofen (40 mcg/ml at 27.976 mcg/day) and morphine (20 mg/ml at 13.98 mg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that the patient was in the ER (emergency room) due to an altered mental status and nausea. The pump was interrogated and confirmed to be currently stalled and a tube set alarm occurred today. The patient had not recently had an MRI. Additional information was received on(B)(6) 2020 from another hcp via a company representative who reported that the patient was admitted to the hospital and was on oral opioids. Surgery was scheduled for (B)(6) 2020. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not yet resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were re ported/anticipated.